Event description:
Procedure type: lap. Kidney/adrenal gland. According to the reporter: balloon ruptured during procedure. New trocar was opened to complete procedure. No bleeding. No tissue damage. Nothing fell into cavity. No pt harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).